Event description:
(B)(4). The dealer reported that the tdxsp power wheelchair head tubing supporting the caster forks was cracked. There was no injury reported.

Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although two different complaints were created, (B)(4).